Event description:
The reporter stated that the stylets could not be passed into the catheters. Integra has requested product to be returned. A field corrective action has been initiated in 2009, to recall this lot of product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. A field corrective action has been initiated in 209, to recall this lot of product.